Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found a partial lead was returned in two pieces: the connector portion measured 15.4 cm and the distal portion measured 46.8 cm. Visual examination found an external abrasion breaching the optim sheath at 20.8 ¿ 21.6 cm from the distal tip with intact silicone insulation. The cause of the external insulation abrasion is consistent with friction to another device or feature of patient anatomy.

Event description:
This report is to advise of an event observed during analysis.